Event description:
The rptr had a blood glucose comparison test with her home heatlh nurse's meter. Testing was within ten mins, using same fingerstick, with results on her meter of 32 mg/dl and the hcp's meter 332 mg/dl. The rptr stated that she had surgery on 4/9/99. She reported that she felt ill and was staggering. The home health nurse indicated that she performed a control solution test on the rptr's meter, which was within range. When she did a control solution test on her own meter, the nurse's meter read 200 points lower than the rptr's surestep.